Manufacturer narrative:
This is one of one initial/final MDR report being submitted for this complaint. Initial coil embolization procedure performed in 2014, exact implant date is unknown. Concomitant products: unknown stent (lot unknown); unknown covidien coils; echelon 10 straight microcatheter; envoy guide 6fr (lot unknown);deltapaq coils (lot unknown). (B)(4). The product was not available for analysis. A device history record (DHR) review could not be conducted as the lot number was not provided/known. No device returned. Aneurysm recurrence is a known potential adverse event associated with use of embolic coils and is listed in the codman micrus coil IFU as such. Although there is not product specific information available, all products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the limited information suggests that patient factors, specifically disease progression, degree of initial aneurysm obliteration and target lesion anatomy may have contributed to the reported event.

Event description:
As reported by health care professional, the physician had trouble loading the deltapaq 2x10 coil (dfs10021020/p10682) into the micro catheter (competitor's device). It was reported that the pusher wire kinked when the scrub tech was inserting the coil into the catheter and also the in front of the re-sheathing tool the wire and the sheath separated. At this point there were 11 coils implanted. The complaint coil was removed and another coil (type/lot unknown) was pulled and advanced without incident although it was a just a little long and could not be placed totally into aneurysm and physician decided to remove and stop the procedure. He was happy with result at this point. There were no serious injuries reported. There were no damages reported on the concomitant devices prior to use or upon removal. There were no medical interventions or medications required due to the reported event. The procedure was retreatment of a previously stented/coiled anterior-communicating aneurysm that recanalized. Recanalization of the aneurysm was found on follow-up angiogram performed in (B)(6) 2016. The previous stent assisted coil embolization was performed in 2014 using unknown stent, unknown micrus coils (lot unknown) and competitor&#62688;coils. The number of coils implanted in the aneurysm is unknown. The patient is (B)(6) female whose vessels had medium tortuosity, estimated target size of 6mm; patient&#62688;outcome was reported to be fine post-operatively and patient is currently discharged. The complaint coil will returned for analysis.